Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11k28030, h12b28037, h11l02025, h12a31066, and h12d30047. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of pain due to kidney stones and peritonitis with culture (B)(6) for pseudomonas in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced pain due to kidney stones. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. Further information was received on (B)(6) 2012 from a nurse, who medically confirmed this report. The nurse confirmed the event of pain due to kidney stones and hospital admission and discharge dates. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of peritonitis was hospital acquired. The patient was treated with unknown antibiotics. On (B)(6) 2012, the patient was discharged. The nurse stated that the event of peritonitis was unrelated to baxter products.